Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were transported to the hospital by emergency medical service due to low blood glucose on unknown date with blood glucose of 46 mg/dl. The customer¿s blood glucose at the time of passed out was 27 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. The customer also stated that during the last set change customer recalls insulin dripping from end of set before connecting at their site. The customer reported that they did believe insulin pump was over-delivering. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.